Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip locked onto tissue. However, the clip failed to release from the catheter even after several attempts. The clip was pulled off the tissue and as the device was being pulled out of the patient, the clip detached inside the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device found that the clip was fully deployed and the clip assembly was not returned. Additionally, there was a kink in the control wire. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip locked onto tissue. However, the clip failed to release from the catheter even after several attempts. The clip was pulled off the tissue and as the device was being pulled out of the patient, the clip detached inside the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.